Event description:
It was reported that during an anterior cruciate ligament all inside surgery a part of the device broke off without improper handling during tibial drilling in the patient's knee. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, it was noted the cutter tip is broken, and one of the distal tips of the shaft is bent. The fragment detailed in the event description was not returned for investigation. The observed condition is most likely the result of leveraging the device during use. The cause remains undetermined.